Event description:
It was reported the unit had a small burn hole and would not work.

Manufacturer narrative:
Our investigation revealed a 1/8" burn hole, caused by a broken thermostat connection. This type of damage is typically associated with misuse of the pad by applying an excessive force directly to the thermostat. We have implemented a CAPA project (B)(4) to better protect the thermostat from abuse.